Manufacturer narrative:
UDI (B)(4). The catheter was returned for evaluation. A review of manufacturing records was performed and the device was found to have conformed to specification when released. There was suture and tape attached to the material. There was also a severe kink in the catheter 61.5 cm from the tip. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the results of the investigation, the reported issue was not confirmed.

Event description:
It was reported that an emergency patient was taken to the hospital and the compliant icp sensor was implanted beneath the dura mater on (B)(6) 2019. The patient became stable and score was being monitored. On (B)(6) 2019, the icp score was around 15mmhg and stable, so the patient put on a hearing aid at the ICU. Then it was confirmed that the icp score started to rise gradually. The maximum score was 30 mmhg. Immediately the patient got CT scanning, but intracranial hypertension was not confirmed. The icp sensor was connected and the score because approx. 15 mm hg. The patient was under monitoring. On (B)(6) 2019, the patient became stable again, so the icp sensor was removed from the patient. The surgeon concerned about the score that rose gradually after putting on the hearing aid, but also commented that there would not be any relationship between the complaint icp sensor and the magnetic intensity of the hearing aid.

Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.

Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that an emergency patient was taken to the hospital and the compliant icp sensor was implanted beneath the dura mater on (B)(6) 2019. The patient became stable and score was being monitored. On (B)(6) 2019, the icp score was around 15mmhg and stable, so the patient put on a hearing aid at the ICU. Then it was confirmed that the icp score started to rise gradually. The maximum score was 30 mmhg. Immediately the patient got CT scanning, but intracranial hypertension was not confirmed. The icp sensor was connected and the score because approx. 15 mm hg. The patient was under monitoring. On (B)(6) 2019, the patient became stable again, so the icp sensor was removed from the patient. No further information was provided by the hospital.